Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged, resulting in failure to sense or capture. The lead was also oversensing noise and the patient received inappropriate therapy. The lead was programmed off and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.